Event description:
The customer reported that their unicel dxc 600i synchron access clinical system generated cartridge chemistry (cc) cuvette not dry before first reagent dispense errors. The customer also reported noticing a leak of approximately 3 ml under reagent probe a of the instrument. The customer indicated that the leak appeared to be water and was contained within the instrument. The customer was wearing personal protective equipment consisting of gloves, a laboratory coat, and goggles at the time of the leak and no injury or exposure was reported. No erroneous patient results were generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer's site. The fse confirmed a leak from the collar wash of reagent probe b during the wash cycle. The fse replaced the collar wash to resolve the leak. The repair was verified as per established procedures and results met published specifications. Failure mode of the leak is attributed to the collar wash. Results: collar wash. Beckman coulter internal identifier for this report is (B)(4).